Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, grommet damage was noted during visual inspection.

Event description:
It was reported there was sensing difficulty. The device was explanted and replaced two days after implant. No patient complications have been reported as a result of this event.